Event description:
It was reported the physician had difficulty placing the trial lead due to anatomy and severe obesity. The physician attempted 3 needle sticks to access the epidural space, and made dozens of passes with the lead which caused painful sensations down her left leg and foot. The lead was placed after an hour long procedure. It was reported the pt rec'd effective stimulation postoperative. After the procedure the pt felt a burning pain in her legs and was kept over night for observation. The burning had resolved by the next day, but pain in her foot remained. Follow up identified the foot pain was still present. It was reported the physician felt a nerve may have been aggravated and planned a caudal block to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.